Event description:
It was reported through the submission of a revision usage sheet that the patient's hip was revised. A shell with 3 screws, liner, head and stem were implanted.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.